Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach and was stuck on patient's airway and settled in to the left main bronchus. The physician looked many times with the scope and swept the mouth for capsule, and then he found the capsule was sitting right next to the airway entrance, he was going to net the capsule but then the patient breathed the capsule into her airway. An x-ray was used to determine the capsule was in the left main bronchus. Bronchial scope with anesthesia was done to determine if it was in a place where it could be removed, but it was too far down for him to retrieve with the credentials the physician had. The patient was intubated and was placed on a ventilator for safety precautions, and then was transferred to a bigger facility where a pulmonologist retrieved the capsule. The patient was then discharged and sent home. An endoscopy was done prior to the placement of the capsule and the esophagus appeared to be normal and stomach biopsy was taken during egd and the z-line was set to 39 and the capsule thought to be placed at 33, no lubricant was used for capsule placement. A repeat bravo procedure was not performed, the delivery system will be returned for evaluation but the capsule's return status is still unknown.